Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k and cl for gen.2 on a cobas 8000 ise module. The patient sample initially resulted in a na value of 114 mmol/l, which repeated as 138 mmol/l. The sample was repeated on a different module, resulting in a value of 148 mmol/l. The repeat result of 138 mmol/l was deemed correct. The patient sample initially resulted in a k value of 3.5 mmol/l, which repeated as 4.7 mmol/l. The initial result was deemed correct. The patient sample initially resulted in a cl value of 126 mmol/l, which repeated as 98 mmol/l. The initial result was deemed correct. The questionable results were reported outside of the laboratory. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer determined that the reagent was not being aspirated and the tubing was not sitting in the liquid. He replaced the reagents, cleaned the ise flow path and dilution vessel, and replaced the sample probe. Precision studies were within specification. After the replacement of the chloride electrode, ise checks were successful. Calibration and qc results were acceptable. The investigation determined the service actions resolved the issue.